Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected non-symptomatic patient np sample for hospital admittance on (B)(6) 2021 and tested on xpert xpress sars-cov-2/flu/rsv, reagent lot 01925 producing the result of sars-cov-2 positive, flu a& b negative. On the same day, the same patient sample was retested on xpert xpress sars-cov-2/flu/rsv, reagent lot 01925 producing the result of sars-cov-2 negative, flu a& b negative. This result was reported to the physician. Two days later, another patient sample was collected and tested on xpert xpress sars-cov-2/flu/rsv, reagent lot 01925 producing the result of sars-cov-2 negative, flu a& b negative. Technical support provided the customer with the "xpert xpress sars-cov-2 interpretation of positive results with late cycle threshold values" bulletin written by medical and scientific affairs.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected non-symptomatic patient np sample for hospital admittance on (B)(6) 2021 and tested on xpert xpress sars-cov-2/flu/rsv, reagent lot 01925 producing the result of sars-cov-2 positive, flu a& b negative. On the same day, the same patient sample was retested on xpert xpress sars-cov-2/flu/rsv, reagent lot 01925 producing the result of sars-cov-2 negative, flu a& b negative. This result was reported to the physician. Two days later, another patient sample was collected and tested on xpert xpress sars-cov-2/flu/rsv, reagent lot 01925 producing the result of sars-cov-2 negative, flu a& b negative. Technical support provided the customer with the "xpert xpress sars-cov-2 interpretation of positive results with late cycle threshold values" bulletin written by medical and scientific affairs. Cepheid patient safety board member reviewed the data provided by the customer. This case involved an asymptomatic patient screened (off label use) using the xpert xpress sars-cov-2/flu/rsv test. Np swab was positive for sarscov2 with late cts. No indication of product malfunction based on raw pcr data provided. No known impact to asymptomatic person tested. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2/flu/rsv eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv test and the unavailability of that product lot to be returned to cepheid."